Event description:
It was reported that the tubing of two (2) large volume folfusors was separated. This issue was described as, ¿found two pumps where the weld was open and the pumps were no longer sterilely packaged¿. This occurred when the pumps were unpacked prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon clarification, the seal of the packaging (foil) for the two (2) pumps were opened; the pumps had no defects. H4: the lot was manufactured between january 31, 2024 - february 1, 2024. H11: two actual devices were received for evaluation in their original and unopened primary packages. Visual inspection was performed which observed a segment of the sealing seam on the primary package was opened for both units. The sterility protector cap and the winged luer cap of the device inside these two primary packages were observed to be in place and not separated or loose. The reported condition was verified. The cause of the packaging damage was related to manufacturing. However, the packaging damage is unlikely to cause harm and does not impact the sterile pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.